Manufacturer narrative:
D4: partial UDI provided as the lot number is unknown. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of occlusion and pain are listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure of a right common femoral artery using a prostyle device after an interventional neurosurgery procedure with a 7fr sheath. Reportedly after achieving hemostasis with the prostyle device, claudication emerged. Stenosis [occlusion] was confirmed with a computed tomography scan, and believed to be the result of a back wall stitch. No treatment was provided for either the claudication or stenosis as a wait-and-see approach was taken. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.